Event description:
It was reported that a patient who underwent a primary breast augmentation procedure with mentor memorygel breast implant gel breast prostheses developed baker grade iii capsular contracture in her right breast post implantation. The capsular contracture was diagnosed via a healthcare professional's exam. Additionally, the patient was dissatisfied with the amount of scarring on the vertical axis of the breasts. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant gel breast prostheses on (B)(6) 2025. This medwatch report is for the patient¿s left breast prosthesis. Refer to manufacturer report number 1645337-2025-12962 for the report for the patient¿s right breast prosthesis.

Manufacturer narrative:
Device evaluation summary: according to the information reported, the patient had her implants removed due to dissatisfaction with the amount of scarring. The product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak test of the returned device. During visual evaluation, some bubbles within the gel were observed on the returned device. Leak testing was performed, in accordance with mentor procedures, and no areas of gel exposure were detected during the analysis. The shell wall of the implant is permeable to air, and trapped air can form bubbles with changes in pressure or temperature. When left by themselves with no changes in temperature or pressure, bubbles usually dissipate over time unless trapped by cured gel. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Reason for device explant and/or reoperation: right breast capsular contracture, scarring on breasts. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).